Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
Allegedevent the customer has reached out and states her step1 aligners are cutting her tongue she states filling them down and is not wearing them right now until her tongue heals. I will ask for photos of the aligners on a flat surface so we can eval and possible assist with trimming them, will advise warm saltwater rinses to help the cuts. Stls have minor distortions present.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.